Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported clip delivery system (cds) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history no other incidents reported from this lot. The returned device analysis was unable to confirm a leak. A definitive cause for the reported leak could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the air leak identified during device preparation which has potential to cause or contribute to serious injury if used on the patient. It was reported that during functional testing of the clip movements, prior to use, air was noted in the long shaft between the sleeve handle and the clip introducer of the clip delivery system (cds). The cds was translated until the air bubbles were no longer observed, but when clip functionality was tested, the air would return in the shaft. This cds was not used in the patient. Another mitraclip was used to complete the procedure successfully. No additional information was provided.